Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. The system operates as intended.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.